Event description:
In 4/2003, the pt reportedly was unable to hear while using the sound processor. In 2003, the pt was seen at the center for device eval. External equipment was exchanged. However the problem was not resolved. The audiologist noted that approx one year after implantation, the pt performance started to decrease and the pt reportedly experienced a sound percept problem. Testing confirmed that the device was no longer functioning. The pt's surgery is to be scheduled.